Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 3-4. During preparation of the first clip delivery system (cds), the gripper alignment was off center. The cds was not used in the anatomy and was replaced. The second cds was advanced to the mitral valve. After grasping, a tear was observed in the posterior leaflet. The clip was not implanted and the cds was removed. The patient was taken to surgery and the mr was reduced to trace with mitral valve replacement. No additional information was provided.